Event description:
Medication tubing was cracked at the connection site. It was noticed when I took the syringe off the pump and wanted to disconnect the old syringe and put a flush syringe on. The tubing was wet, as well as the syringe pump. Patient did not receive the medication that was infusing at that time. New tubing was hung.